Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was visually inspected and found to be discolored and scratched on the can. No other visual anomalies were noted. The ipg was functionally tested and passed the auto test and communication testing with the lab patient programmer. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed functional testing. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR report #1627487-2010-01490 for device 2. On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that since being implanted with the device, the patient had developed addison's disease. The doctor stated that this has resulted in the patient becoming overly sensitive to the stimulation. The system was removed on (B)(6) 2010.